Manufacturer narrative:
The reported complaint of the cool line catheter (lot # 171977) leak was confirmed during the functional testing. A leak was observed at the distal end of the distal balloon during in/out luers flushing. The root cause for the reported complaint resulted from a balloon tear, which was possibly caused by a latent material defect. Upon visual inspection, no other physical damage was observed. Observed blood residues in the distal and medial luered tubings. During functional testing, all infusion ports and extension tubes were flushed without resistance. During in/out lumen test, a leak was observed at the distal end of the distal balloon, confirming the reported complaint. The returned catheter was inspected under a microscope, and a tear was observed at the distal end of the distal balloon. Pressurized functional testing could not be performed due to the leak at the balloon discovered during the in/out lumen test. It is unlikely that the defective catheter was shipped. During manufacturing, all catheters are 100% inspected for leaks by subjecting them to pressure testing. Only units that passed are moved to the next process. Historical complaints were reviewed for information related to the reported complaint, and there was one similar complaint reported for the cool line catheter with lot number 171977.

Event description:
The cool line catheter (lot # 171977) was used to provide ivtm treatment for a patient with a traumatic head injury. The following day, the user noticed an almost empty 500ml saline bag with 50 ml left. There were no traces of fluid observed around the console, patent bed, or start-up kit (suk) (lot # 178618), however, the saline in the saline bag continued to decrease. Per the reporter, due to the patient high fever, the temperature difference between the ambient temperature and the saline circulating in the suk tubing caused a significant condensation by the suk air trap producing frequent air trap alarms. Per the reporter, the user consistently wiped up the condensation on the air trap to clear alarms. In addition, the area around the luers was noticeably wet, however, the customer confirmed the luers were connected correctly and significant condensation was also noted near the luers. The catheter leak was suspected. The customer replaced the cool line catheter to continue the therapy. No consequences or impact to the patient.